Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted blood/body fluid in the distal conductor (not obstructed).

Event description:
It was reported that during implant attempt, oversensing was noted on the rv pace sense portion. It was suspected that the set screw or header may be the issue. The lead and device were not used. There were no patient complications reported as a result of this event.